Event description:
The customer's father reported via phone call that the customer was hospitalized on (B)(6) 2014 and(B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the second hospitalization was 562 mg/dl, which dropped to 465 mg/dl. She went into diabetic ketoacidosis, and a bent infusion set cannula was found. The customer continued to experience high blood glucose after discharge. The customer's father called about 10 days after the second event, stating that the customer's blood glucose was 580 mg/dl. The customer changed the insertion site and treated with manual injection. It was unclear whether the customer's mother had allowed the child to use the mother's insulin pump. The most recent blood glucose was 316 mg/dl. The caller reported an absence of no delivery alarm. The device alarmed at less than 5.0 units during the fill cannula step of the high pressure test. The caller requested replacement of the insulin pump and agreed to return the device for analysis as well.

Manufacturer narrative:
The insulin pump passed functional tests including the prime, displacement, rewind, basic occlusion, and excessive no delivery alarm tests. During a visual inspection, a cracked reservoir tube lip and cracked case near the display window corners were noted.